Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not providing therapy. The rn calls stating a cardiosave was not working properly, and they have switched the therapy to another unit. The rn did not know the specific details of the issue and called on another rn who stated, ¿it just wouldn¿t provide therapy correctly and had long pauses in therapy¿. The rn and the other rn noted no harm to patient and operation was as normal when switching to the second cardiosave unit. Additional information provided indicated that the iabp was autofilling, calibrating, and displayed fiber optic message.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and could not reproduce the issue during testing. However, the fse was able to verify iab disconnect autofill failure in the logs. Fiber optic tested and was ok. Functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not providing therapy. The rn calls stating a cardiosave was not working properly, and they have switched the therapy to another unit. The rn did not know the specific details of the issue and called on another rn who stated, ¿it just wouldn¿t provide therapy correctly and had long pauses in therapy¿. The rn and the other rn noted no harm to patient and operation was as normal when switching to the second cardiosave unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.